Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated she noticed there is a crack in the rubber padding around the ok button, ok and down arrow are not responding, and the down arrow button over the past 2 ¿ 3 weeks has been delayed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/20/2013. Device evaluation: on examination, the keypad cover was noted to be torn around the ok button. The cover was lifted from below the ok button exposing the button contact. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The ok and down arrow buttons required increased force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.